Event description:
The patient was complaining of recent pain and stiffness in the shoulder. Xrays reveal a loose glenoid component. Revision surgery took place on thursday the (B)(6) 2012.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Several follow up attempts were attempted to obtain the item but were unsuccessful although the initial report stated the product was going to be returned. Examination of the provided patient x-rays by a depuy senior product specialist confirms the reported glenoid loosening. The x-ray review was not able to conclusively determine root cause. A search of the complaint database found no prior reports for these part and lot code combinations. Review of the (B)(4) system show that other devices from the reported lots have been delivered and can be reasonably concluded implanted without issue as no further reports are identified. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.